Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 4.5g over specification.

Event description:
Right-side capsular contracture baker grade 4.